Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor not displaying data properly was not confirmed. The heartmate system monitor (serial #: (B)(6) ) was serviced at the abbott service depot and no log files were submitted. The system monitor was able to boot up as intended and was able to operate with a mock loop for several days with no issues. The unit was able to pass all stages of testing. The unit was returned to the customer site after testing. The reported event of the system monitor not displaying data properly was not reproduced. The root cause of the reported event was unable to be determined in this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was not displaying data properly and the site would like to send the unit in for evaluation.